Event description:
It was reported that a customer's pump had a broken screen, making it unreadable and unresponsive. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.